Event description:
Boston scientific ivus catheter was used during procedure. Once connected to system a pv functionality was observed. Packaging was labeled as a coronary catheter and was used to observe the coronary arteries. The boston rep was called and we were told to flush the catheter or that a new one could be thrown and she would replace free of charge. The system was stuck in the pv mode and would not reset even with the new catheter plugged in. We unplugged the new catheter, powered down the boston ivus equipment. The system and new catheter finally worked at that point. FDA safety report ID# (B)(4).